Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed near his bundle. Because the electrical data was not good, the physician attempted to remove the helix, but it did not come off. The guiding catheter was returned to the lead tip, and a total of twenty or more rotations were attempted, and the helix still would not unscrew. Ultimately, the helix was pulled out by towing. Upon further examination, the physician noted that the helix was stretched/deformed and the tissue attached to the helix was from the tricuspid valve. The lead was removed and another lead successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.